Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that the up arrow button became intermittently responsive over a three week period. The patient claimed it required multiple presses for a response. The patient claimed the keypad shows signs of wear but no physical damage or moisture ingress. The patient stated that the pump was carried in a pocket and only warm water and a cloth were used to clean the pump. The patient stated that a lens film was used. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings. On examination, the keypad was found to be peeling near the contrast button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the contrast, down arrow and ok keypad buttons respond normally. The up arrow keypad button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.